Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was indicated that the bone may have been fractured on implantation. However, with the information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the underwent a right shoulder replacement approximately 2 months ago. The patient had presented to the emergency room and imaging revealed that the baseplate, screws, and glenosphere had migrated out of the patient's glenoid, secondary to fracture. The surgeon indicated the fracture likely was from the primary procedure. Therefore, the patient was revised approximately 3 weeks ago due to a bone fracture. The humeral stem, humeral tray, and humeral bearing remained in situ. The surgeon deemed the glenoid to be unsalvageable due to the fracture. Therefore, the surgeon packed the glenoid with synthetic bone graft and used a mini humeral tray and bearing with an oversized humeral head for salvage hemi-arthroplasty. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110032410, comprehensive reverse shoulder small augmented baseplate, lot # 66215731. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 66392745 x 3. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.